Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during a hysterectomy procedure on (B)(6) 2024 when it was reported, ¿v-care large broke off during manipulation in patient. Both items had multiple failures and multiple pieces had to be retrieved.¿. A second same device was used as an alternate and had the same failure. Follow up assessment found that components from both devices were retrieved from the patient by unknown means. The procedure was completed with no report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet returned.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during a hysterectomy procedure on (B)(6) 2024 when it was reported, ¿v-care large broke off during manipulation in patient. Both items had multiple failures and multiple pieces had to be retrieved.¿. A second same device was used as an alternate and had the same failure. Follow up assessment found that components from both devices were retrieved from the patient by unknown means. The procedure was completed with no report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-202a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was received disassembled. All pieces were returned. The root cause cannot be determined, however, based upon evaluation, and photos, the likely cause of this event was excessive force during the removal from the vaginal canal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.